Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. Intermittent esc and act buttons due to flattened dome switches. The connector at the lcd board was found locked. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that the act button was unresponsive and hard to push. The customer's blood glucose was 520 mg/dl at the time of incident. The customer's blood glucose was 208 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised that a tubing clamp will be sent. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.